Event description:
It was reported that during reprocessing of the prograsp forceps instrument, the customer noted that the tips of the instrument was hard to turn. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's grip cable was derailed. The housing of the instrument was removed to find grip cable derailed at the clamping pulley. The clamping pulley exhibited white residue around cable grooves. Other backend cables were undamaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found.